Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock due to oversensing. The programming vector was changed from secondary to primary following evaluation of isometric movements in-clinic. It was planned to continue routine monitoring of the s-ICD system.